Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead insulation was crushed and abraded. The patient was dependent. During the explant procedure, it was noted that the lead was kinked.